Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of an unknown vessel, when the physician was attempting to purge an orbit galaxy tight distal loop complex xtrasoft coil (640cx0406/15727732) using a trufill dcs syringe ii (635-002/96331176), the gauge indicator did not increase although he kept adding the pressure. Shortly after, saline copiously flowed from the purge hole of the introducer tube tip and the coil already detached into the coil introducer. Then, when both the orbit galaxy and the syringe were replaced for new products (640cx0406, 635-002/lot all unknown), and was able to purge and detach it in the target lesion without any problem. Afterwards, the procedure was successfully completed with no further issues. The complaint products were not clinically used in the patient. A dedicated saline source was used to fill the syringe, and all connections were checked for proper fitting. No leakage was noticed from any of the connections, tubing, etc. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. No information regarding the vessel/aneurysm was provided, and access was obtained from femoral artery. The complaint products are going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy tight distal loop complex xtrasoft coil 4 x 6 was received coiled inside of a plastic bag. The hub if the device was found cracked. The hypotube was inspected and it was found kinked. The introducer was received separated of the device and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was not received for evaluation. The hub, gripper and embolic coil were inspected under microscope and the following were found: the hub was found cracked. No obstructions or damage was noted on the purge hole and gripper also marks of the embolic coil were attached to the gripper can be observed. The device was sent to sem analysis. The sem results showed the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented evidence of smearing and scratching. Some of the fracture surfaces on the material internal wall exhibit areas that are brittle in appearance. No visual evidence of any chemical degradation or cutting in the material was noted. Owing to the observed conditions, it is very likely that the cracking condition was caused by handling since the sample underwent internal/ external manipulation. The functional test was tried to perform but it was not possible since when the pressure of the lab sample syringe 637-02 was start to increased; a leakage was noted on the hub crack. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as ¿dcs - failure to purge and coil ¿ premature to detachment¿ could not be evaluated due to the conditions of the received unit. The failure experienced by the costumer and the damages found on the device could not be conclusively determined. However, these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore, no corrective action will be taken at this time.

Event description:
During the coil embolization procedure of an unknown vessel, when the physician was attempting to purge an orbit galaxy tight distal loop complex xtrasoft coil (640cx0406/15727732) using a trufill dcs syringe ii (635-002/96331176), the gauge indicator did not increase although he kept adding the pressure. Shortly after, saline copiously flowed from the purge hole of the introducer tube tip and the coil already detached into the coil introducer. Then, when both the orbit galaxy and the syringe were replaced for new products (640cx0406, 635-002/lot all unknown), and was able to purge and detach it in the target lesion without any problem. Afterwards, the procedure was successfully completed with no further issues. The complaint products were not clinically used in the patient. A dedicated saline source was used to fill the syringe, and all connections were checked for proper fitting. No leakage was noticed from any of the connections, tubing, etc. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. No information regarding the vessel/aneurysm was provided, and access was obtained from femoral artery. The complaint products are going to be returned for evaluation. No additional information is available.